Manufacturer narrative:
The lemo connector had been pulled off the returned frame leaving open wires. The frame was not usable. E1. Initial reporter information cannot be provided due to the restriction by the privacy regulation. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in a brain tumor removal procedure. It was reported that one led was not recognized. The instrument was replaced with another device owned by the hospital and the procedure was completed without any issues. There was no impact on patient outcome and the issue did not cause any delay.